Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of dissection, aneurysm enlargement and endoleaks in pre-existing non-gore devices using gore® tag® conformable thoracic stent graft with active control system(ctag), and a gore® dryseal flex introducer sheath(dsf sheath) as an accessory in the procedure. The dsf sheath was inserted and advanced from the right common femoral artery, but was unable to advance beyond the pre-existing non-gore device in the abdomen. The dsf sheath was withdrawn to change the approach from the left side, and a dissection in the left external iliac artery and a damage of the puncture site was observed. The puncture site damage was repaired surgically, but no treatment was performed for the dissection that will be monitored. After the dsf sheath was advanced successfully from left side, while the primary deployment handle was pulled to deploy the ctag device, the deployment line was pulled out without resistance but the stent graft was not deployed. The physician removed the deployment line access hatch and checked but no fiber in the channel labeled 1 remained. Since the stent graft was not expanded, the device was pulled into the dsf sheath and removed. The procedure was continued using another ctag devices and completed without further issue. The patient tolerated the procedure. Reportedly, the deployment line that was attached to the primary deployment handle equal in length to the catheter length.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.